Manufacturer narrative:
(B)(4). The sample was not available, as the hc was not returned for evaluation. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding an inaccurate fluid reading, which occurred on the homechoice (hc) at the end of therapy. The registered nurse (rn) was requesting a swap of the hc. The swap was requested as the home patient (hp) had different ultrafiltration readings for the manual drain at the end of therapy. Per the rn, the hp does a manual drain at the end of therapy and the numbers that the hp manually recorded did not match the procard. The technical service representative (tsr) explained the last manual drain option. The tsr agreed to swap the hc, however, the hp declined. Per the rn the hp would try to pay more attention and would call back for a swap, if the issue continued. There was patient involvement, however, no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the rn on (B)(4) 2012. The rn stated that the patient would write down what the hc displayed at the end of his therapy for his ultrafiltration value. When the rn compared what the patient had written down to what the procard showed for the treatments, the values were different. The patient wanted to continue therapy with the current hc and was going to continue writing down the values. The rn stated that she would compare the values again, when he came into the clinic to what the procard displayed,. If it was still different then she would initiate a swap of the hc. She stated that the machine was otherwise operating properly, and no adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4). A review of the device history record review and the service history record review revealed no issues that could have caused or contributed to the reported difficulty. The reported problem could not be confirmed.